Manufacturer narrative:
Date of event: it was reported to have occurred in the week prior to (B)(6) 2016. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set failed to prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. Visual inspection and functional testing were performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing included simulated use testing, clear passage test, and pressure testing. Functional testing of the sample was satisfactory. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.